Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (large posterior leaflet flail). The reported image resolution poor was associated with poor imaging quality. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a posterior flail. After deployment of the clip, a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet. In the physician¿s opinion, the slda was due to pre-existing patient anatomy. It was noted that imaging quality was poor. Final mr is at grade 3-4. No additional information was provided.